Manufacturer narrative:
No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a case of bilateral light sensitivity and unusual healing three weeks post photo refractive keratectomy (prk) procedure. The patient reported getting headaches, pain with indoor lighting and when using the computer. Reporter indicated upon examination the anterior chamber was deep and quiet; however the epithelium appeared disorganized. Topical steroid dosage was increased and patient is being monitored. Upon follow up, the reporter indicated the healing is not "normal" for the procedure type. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.